Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Materials#: 303401 .batch#: 3348875. It was reported that the bd syringe 3ml ll w/interlink vac had a scale marking issue. The following information was provided by the initial reporter: "3ml bd luer-lok tip with vial access cannula syringe without ml markings. Can¿t measure an amount of medication inside without markings" verbatim: rcc received a complaint via email. Email(s) attached. We received a report from our saint raphael¿s campus clinicians concerning an event they have experienced while using a 3ml bd luer-lok tip with vial access cannula syringe (bd303401). The lot number is 3348875. The event date is (B)(6) 2024. No harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: s; 3ml bd luer-lok tip with vial access cannula syringe without ml markings. B: can¿t measure an amount of medication inside without markings . A: lot # 3348875. R: item sequestered.

Manufacturer narrative:
(B)(4). - supplemental MDR - scale marking issue. One sample from batch 3348875 was provided to our quality team for investigation. Through visual inspection, it was observed that the syringe missing all the scale markings on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. This defect is occurring below an expected rate, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3348875. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.